Manufacturer narrative:
The (B)(6) female patient with the following medical history including diabetes mellitus and hypertension was part of the (B)(4) study. The patient received a precise stent in the proximal right internal carotid artery. The patient's post procedure medications included aspirin and clopidogrel. The day after the index procedure, the patient had complaints of left sided facial numbness and the nihss score was 4 (one point higher than baseline due to a left lower extremity leg drop). The patient was not diagnosed with a stroke or tia and no additional treatment was required. The patient's symptoms are still present. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15319752 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Neurological and musculature changes are well-known potential adverse events associated with the carotid stent implantation procedure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product remains implanted in the patient and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance.

Event description:
The (B)(6) female patient was part of the (B)(4) study. The patient received a precise stent in the proximal right internal carotid artery. The following day after the procedure, the patient had c/o left sided facial numbness and the nihss score was 4 (one point higher than baseline due to a left lower extremity leg drop) . The patient was not diagnosed with a stroke or tia and no additional treatment was required. Patient's symptoms are still present.